Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: long-term safety and efficacy of intraoperative leadless pacemaker implantation during valve surgery. Jacc clinical electrophysiology. 2024; 10:2224¿2233. Doi: 10.1016/j.jacep.2024.06.018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding intraoperative implantation of leadless implantable pulse generators (ipgs) during valve surgery. There was one patient who developed complete heart block and ventricular pacing at the lower rate of 40 beats/min and was reprogrammed approximately three years post implant. Because of subsequent deterioration in left ventricular ejection fraction, pacing-induced cardiomyopathy was suspected, and the patient underwent a revision to replace the leadless ipg. There were devices which exhibited rising and elevated pacing thresholds. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.